Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors had no cannula when removed from body. Blood glucose level at the time of the incident was 90 mg/dl. Customer stated that the transmitter was not blinking so he removed the sensor and noticed that it did not have a cannula. The customer also received an change sensor alert. The customer will not be returning any product for analysis.